Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant medical products: carto mapping system, lasso catheter. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 132 patients underwent radiofrequency catheter ablation of af. One patient suffered pericardial effusion requiring drainage in the late reablation group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿effect and significance of early reablation for the treatment of early recurrence of atrial fibrillation after catheter ablation.¿ the purpose of this study was to examine the significance of ER for early recurrence within a blanking period of 3 months after ablation of both paroxysmal and persistent af, using a propensity scoreematched analysis. The study was conducted from january 2008 to december 2014. Approx 132 patients were enrolled. Suspected device is a 3.5-mm tip, open-irrigated ablation catheter, however catalog and lot number are unknown. Bwi takes conservative approach to open this complaint under smarttouch thermocool ablation catheter. Should more information be received, product for this adverse event will be modified as appropriate. Concomitant medical products: lasso catheter, carto mapping system.